Manufacturer narrative:
On 6/11/2021 , mentor then conducted a visual inspection and leak testing of the returned device. During the visual evaluation of the mentor memoryshape¿ mm 640cc, an area of delamination was observed at the posterior aspect. Leak testing was performed, in accordance with mentor procedures, and the area of delamination was observed with no leak sites during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Although potential causes of patch delamination are unknown, stresses and forces on the implant in-vivo or exposure to betadine at insertion could result in delamination and ruptures. Per the current product insert data sheet (pids), rupture is a known complication associated with these devices and can occur at any time during or after implantation. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female who underwent an unspecified breast augmentation with a mentor memorygel breast implant 650c silicone prosthesis experienced right sided rupture intraoperatively . The rupture was found during the surgery. As a result, doctor used another replacement with cat#: 3506501bc, sn#: (B)(4) on (B)(6) 2021. No adverse event, or patient contact reported.

Manufacturer narrative:
On may 14,2021 the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On may 20, 2021 additional information received indicated that the event happened during replacements (postoperative), which the surgeon noticed the right device was ruptured. The replacement devices are as follow: left/ cat#: 3506501bc, sn#: (B)(6), and right/ cat#: 3506501bc, sn#: (B)(6) on march 13, 2021. Right suspect device catalog # 3541608, lot#: 6801007. Date of implantation was on (B)(6) 2014. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).